Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with low blood glucose levels and no delivery alarm. The customer's blood glucose level was reported to be 41.4mg/dl. It was reported that the customer treated with glucose tablet. It was reported that the customer received no delivery alarms and believes it was due to bent cannulas. It was reported that the customer was advised cannula may have been bent due to insertion on muscle tissue, and insulin did not go through. It was reported that the customer was advised to monitor the device and call back when alarms are present in order to troubleshoot the device.